Event description:
The customer contact reported leakage below the flush device of the monitoring kit. After an unspecified time in use, the nurse noted that an unspecified solution was leaking from an area between the safeset reservoir and the proximal stopcock. The nurse attempted to "tighten" the connection and the stopcock "snapped/broke" from the reservoir tip. The nurse closed the proximal stopcock. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd.